Event description:
It was reported that syringe 0.3ml 31ga 8mm tw experienced 3 cases of foreign matter on device cannula/in fluid path, and 3 cases of hub separation from the device. The following information was provided by the initial reporter: syringe was with humidity.

Manufacturer narrative:
H.6. Investigation: customer returned (3) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 9224162. Customer states that the syringe has humidity. All returned syringes were examined and no foreign matter was observed in any of the returned samples. Also, all samples were tested and no foreign matter came out of the cannula when the plunger rod was fully depressed. A review of the device history record was completed for batch # 9224162 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm tw experienced 3 cases of foreign matter on device cannula/in fluid path, and 3 cases of hub separation from the device. The following information was provided by the initial reporter: syringe was with humidity.